Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 26 mm amplatzer septal occluder (aso) was selected and implanted in an 18-year-old patient using a 10f amplatzer trevisio delivery system. The atrial septal defect measured 24 mm, and device sizing was determined using echocardiographic and fluoroscopic imaging with stop-flow balloon sizing utilizing a 34 mm balloon. The procedure was performed under transesophageal echocardiography and fluoroscopy, and intra-procedural assessment demonstrated no residual leak around the device lobes. The patient was noted to have a small aortic rim; however, the device was observed to ¿pac-man¿ or splay appropriately over the aorta at the time of implantation, and a stability check was performed, after which the procedure was initially considered successful, with no rhythm changes observed and no difficulty encountered during device deployment or positioning. Approximately 2¿3 hours post-procedure, the patient developed sudden onset chest pain, which occurred following a forceful coughing episode as noted by nursing staff. A transthoracic echocardiogram, followed by fluoroscopy and transesophageal echocardiography, demonstrated complete embolization of the aso device from the implant site, with migration to the left ventricle, where the right atrial disc was positioned against the interventricular septum, without evidence of flow obstruction. The patient was returned emergently to the cardiac catheterization laboratory, and multiple attempts were made to retrieve the device using a 13f agilis sheath, 6f and 8f multipurpose catheters, and goose neck and en snares; however, these attempts were unsuccessful. Due to concern for potential chordal involvement and given that device retrieval was considered an emergency to prevent permanent impairment and/or death, a decision was made to proceed to the operating theatre for surgical removal of the device and repair of the atrial septal defect. The device was surgically removed, the asd was closed, and the patient was weaned off bypass without further complications.